Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 23-aug-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot#: (B)(4), ubd: 21-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient noticed a decrease in pain relief and an increase in stimulation in their legs. It was indicated that the patient slipped on ice this winter, which may have contributed to the issue. They did not remember exactly when this occurred. It was reported that the leads were examined under fluoro on (B)(6) 2019 and a bilateral lead migration was reported. The patient was reprogrammed with three new groups over the t9/t10 and it was indicated that the issue was resolved at the time of the report. No surgical intervention occurred or was planned. The event date was asked but was unknown. No further complications were reported/anticipated.